Manufacturer narrative:
The location of the stent is unknown. It was believed to be malpositioned in the patient's eye, but the surgeon has not been able to visualize the stent. The device is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Stent malposition and hyphema are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that while attempting to implant the stent, blood reflux from the trabecular meshwork compromised visibility and the stent was not implanted appropriately. An attempt was made to regrasp the stent, but it was dropped on the iris. The surgeon then tried to retrieve the stent from the iris, but visibility worsened. Viscoelastic was injected into the anterior chamber to clear the blood reflux, but the stent was lost. The surgeon attempted to implant a backup stent, but was unable to do so and the backup stent was withdrawn from the eye. Clinical follow-up was requested and on (B)(6) 2017 the following event details were provided. The surgeon has been unable to visualize the stent at this time and is uncertain whether the stent remains in the eye. The surgeon will perform ultrasound biomicroscopy (ubm) at the next patient visit. There has been no adverse impact to the patient. Specifically, the patient has not complained of abnormal sensation in the operative eye. A slight hyphema from the surgery remains. The patient¿s intraocular pressure (iop) is lower than the preoperative iop. Additional information will be requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on (B)(6) 2017 the surgeon provided the following additional details. Ultrasound biomicroscopy (ubm) was performed on the eye and the missing istent could not be located. The surgeon believes there is a possibility that the stent was pushed out of the patient¿s eye during irrigation and aspiration with the phaco machine. The patient will be monitored.